Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(6). (B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 317.4 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured approximately 4 mm and appeared in good condition. There was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed a distorted light from the sma connector, indicating a fracture within the fiber connector. Additionally, the exposed glass tip appeared in good condition. It is likely that procedural handling of the fiber setup or use contributed to the fiber connector fracture, resulting in a failure to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on march 15, 2021 that a flexiva 200 laser fiber was used in a holmium laser ureteroscopy procedure in the ureter performed on an unknown date. The laser unit used was a lumenis versa pulse 100 watt laser console. During the procedure, when the physician stepped on the foot pedal, the laser fiber would make a loud popping noise and then the aiming beam would shut off. The laser would no longer operate properly. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.